Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the dose calculator is sometimes off by half unit from the expected dose and blood glucose have been running higher than usual lately. Blood glucose was 400 mg/dl at the time of the incident and treated with inpen. The customer's mother completed troubleshooting with no issue. No harm requiring medical intervention was reported. The device is not expected to return for analysis.